Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the scope did not function as intended during a procedure.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on previous complaints, possible root causes for "breakage of rods in the scope" could be: user misuse/mishandling and/or improper packaging. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scope did not function as intended during a procedure.